Manufacturer narrative:
(B)(4). Vyaire medical was not able to duplicate/verify the customer's reported issue during testing and evaluation. The device functioned per manufacturers specifications.

Event description:
It was reported to vyaire medical that the ventilator was making clicking noises and was hot to the touch. There was no report of any patient involvement associated with this reported event.